Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was used for approximately five minutes, but then a green alert box popped up and the instrument wouldn't attach. A different instrument was used instead. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's snake wrist was dislodged. The instrument was placed on an in-house system and passed a self-check and cut test. The cables at the wrist, as well as the conductor wires, were intact and undamaged. It was concluded that the damage to the snake wrist was like due to mishandling/misuse. No other damage was found.

Manufacturer narrative:
User facility medwatch form received from customer on (B)(4) 2014 with uf/importer report number (B)(4).